Event description:
It was reported by the sales rep that during a laparoscopic cholecystectomy the lure nuts wouldn't release the open applicator tip from the applicator. A new unit was used to complete the case with no patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? No . How many times have they applied the laparoscopic tip? Multiple times . Was a sales representative present during the case when the issue was experienced? No. What is the lot number? N/a . Was the product used on a patient? Yes. Got another tip from another box . Was any leakage or product solution observed at the luer locks connection? N/a. Were there any unexpected outcomes or complications as a result of the event? None known . Are there pictures of the damaged device available? No.